Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the hospital with a fever and chills. It was found the patient experienced an infection with lead vegetation. Blood cultures grew staphylococcus epidermidis. It was also found the patient experienced sepsis and endocarditis secondary to the infection. The patient was treated with nafcillin and their implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.